Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2015-n-2781-0528, awareness date 14-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. The consumer reported that ever since she got the coils she had rashes, painful tingling in her skin, pain in her joints, extremely bad pain in her female organs and lower back pain almost constantly. Shortly after having essure placed she had to perform an ablation. Her period was not regular and when it did come it was not a normal flow. She was extremely foggy headed and she was living in pain every day. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and shortly after essure placement she had to perform an ablation. Her period was not regular and when it did come it was not a normal flow. This event, interpreted as menstrual disorder, is serious due to required ablation. This event is listed in the reference safety information for essure. Considering that essure may cause change in bleeding patterns and that she had to undergo an ablation shortly after essure insertion, the causal relationship between the menstrual disorder and essure cannot be excluded. This case is regarded as incident since a medical intervention was required. Additional non-serious events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow up 11-sep-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and shortly after essure placement she had to perform an ablation. Her period was not regular and when it did come it was not a normal flow. This event, interpreted as menstrual disorder, is serious due to required ablation. This event is listed in the reference safety information for essure. Considering that essure may cause change in bleeding patterns and that she had to undergo an ablation shortly after essure insertion, the causal relationship between the menstrual disorder and essure cannot be excluded. This case is regarded as incident since a medical intervention was required. Additional non-serious events were reported. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.